Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with multiple inappropriate episodes in the vf zone. All therapy was aborted, no shocks were delivered. Noise was noted on the egms. Noise was not reproducible with isometrics. The lead was explanted and replaced.